Event description:
The patient reported that their omnipod controller had been stolen and that they did not have access to their device settings to configure the omnipod phone application during this period. This reportedly led to elevated blood glucose levels and subsequent hospitalization on (B)(6) 2026, at which time the patient was diagnosed with diabetic ketoacidosis. No specific blood glucose values were provided. The patient was discharged on (B)(6) 2026. No information regarding treatment during hospitalization was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928usqs4cyk2 hardware: sm-s928u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.